Event description:
Mitral valve device inserted. There was noted to be a large hole between the leaflets. Valve removed and replaced with another valve. Surgical tech confirmed the valve was prepared in accordance with MFR's directions. Vendor rep notified immediately.